Event description:
A us distributor contacted zoll to report that a (B)(6) patient's skin was becoming red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was prescribed hydro-cortisone ointment by a physician. Follow up indicated that the rash is improving.